Event description:
Additional information was received indicating that the reported pacing did not match the defib detect circuit expected behavior and was ruled out as a cause.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a persistent ventricular tachycardia (vt) and underwent vt ablation. The field representative verified tachy & brady therapy was off but the physician noted two paces at 150 bpm during ablation near the septal wall. Boston scientific technical services (ts) reviewed defibrillation detect circuit but behavior did not match. Additional information was received indicating that there was no specific allegation reported against the device. This ICD remains in service. No additional adverse patient effects were reported.